Event description:
Pt suffered a corneal burn during a cataract extraction procedure using this handpiece. The physician closed the wound with a x10-0 suture and the pt is doing very well. No additional adverse reaction is anticipated.